Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval med stiff snare was used in the bowel area during a polypectomy procedure performed on unknown date. According to the complainant, during the procedure and inside the patient, they had issues with the sensation 30mm snare not cutting through the target polyps. Reportedly, they were not sure if the snare was securely attached to the active cord and no visible issues were noted with the cautery pins. It created a significant delay which took for almost an hour longer with the procedure time because the cutting wire was stuck in the patient's tissue. This device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.